Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04951 for the spyscope ds ii access & delivery catheter and this report for the spy ds controller. It was reported to boston scientific corporation that spyscope dsii and spy ds controller were used during an endoscopic retrograde cholangiopancreatopography (ercp) procedure in the duodenum for the treatment of cholangitis on (B)(6) 2024. It was reported that the console did not show any image. The procedure was not completed due to this event and was rescheduled on (B)(6) 2024. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.